Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: the reported field event of an output anomaly was confirmed in the laboratory. Bench testing identified damage to the high voltage output circuitry. The output anomaly was consistent with lead damage. The cause of the lead damage was not determined.

Event description:
It was reported that during an attempted implant, an alert for low hv lead impedance was observed. Output circuit damage was suspected. The device was replaced.